Event description:
(B)(6) 2008 - complains of possible urinary tract infection (uti), frequent urination, pain with urination, yellowish discharge, perineal discomfort - 1.5 x 3cm strip of exposed mesh in anterior midline. - uti, vaginal mesh erosion, atrophic vaginitis - plan for surgical intervention, continue vagifem tablets mesh revision with additional implant (pelvisoft) surgery: (B)(6) 2009 ¿ underwent excision of exposed vaginal mesh with placement of porcine dermis biomesh under general laryngeal mask anesthesia.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.